Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One used malfunctioned and one unopened product from the same lot were returned. No technical inquiries were received from the customer. One opened probe with tip protector in a tray with other items was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for actuation and conforming for aspiration. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at the bend area and a couple other locations on the inner cutter. Gouge marks at bend area, cutting edge and several other areas on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the reported issue; the evaluation indicates the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the cut failure could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An ophthalmic surgeon reported that aspiration of the cutter was poor and the sound was different than usual during surgery. The procedure type was unknown. The condition of actuating and cutting was unknown. The surgery completed after replacing the product with another one. There was no impact to the patient.